Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
It was reported that the patient had neck pain. The patient was implanted primarily for neck pain. A small section of their spine was removed to implant lead. It had been 19 days since the patient was implanted but their pain got worse than better. The patient had serious pain, even with pain killers. The patient had to spend lying in bed, the stimulation programming did not help the patient. It was noted that some of the pain was the surgery pain. The patient was not sleeping and eating like they normally did. The patient did not see the surgeon until (B)(6) 2015 when the stitches would be taken out. The patient was meeting their pain health care professional on (B)(6) 2015. The neck pain was not tolerable anymore. They did not have a 3-5 days of trial, therefore, it was thought the settings were probably not done correctly. They had the permanent implant surgery under anesthesia with no trial. When they turned stimulation on at the very last day of their stay in the hospital they set up the groups. They could feel stimulation but there was a lot of pain in the neck from surgery. They were still feeling surgery in their neck. The pain was unbelievable. Their (B)(6) appointment was to tweak the programming. The patient even hurt when water hit their back of their neck when they take a shower. The patient was not moving their neck much. There was a loss of therapeutic effect. The pain started since about (B)(6) 2015. On (B)(6), the patient was in the ER because the pain up their spine and down their leg. On (B)(6), it was noted that the implantable neurostimulator (ins) had moved. The ins was right above their right glut. When they first had the ins it was a flat surface and they could feel it but it had moved and lounged in a different position. It felt like it was trying to push out through their back. It was thought it slipped out of the pouch. They could feel the side of the ins right above the incision. It felt like it was protruding. It was not a flat surface. It was pushing and sticking out. It was like a lump and it was hard. The patient had no falls or traumas. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was shifting, but the patient had discussed this with a healthcare provider (hcp), who reviewed this was normal as swelling and fluid at the ins site had gone down. Since the swelling had gone down, stimulation was more noticeable and did not feel right. The patient wanted the ins recalibrated with a manufacturing representative (rep). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).